Event description:
The account generated a discrepant architect cmv-g result. The specimen initially tested reactive (0.7 au/ml), but then upon repeat tested nonreactive (0.7 au/ml) after centrifugation. A review of architect analyzer message history found several level sense and general robotic error messages for the pipettors. Css recommended to calibrate the sample and reagent probes (r1/r2) and then perform a precision study. The account stated they were unable to calibrate the r2 probe even after replacing the probe. The calibration stopped at the reagent carousel where the r2 probe seemed to be hitting the bottom of the outer ring. Service was requested to inspect the architect analyzer. Service found 2 missing screws that hold up the vertical flag of the r2 pipettor arm. Service located one screw and reinstalled then successfully recalibrated the probes.

Manufacturer narrative:
The field service rep replaced one screw to hold up the vertical home flag of the r2 pipetter, then successfully recalibrated the probes for resolution. Additionally, a review of the complaint history for architect analyzer for the time period of 2007 through early 2008 was performed. The review did not find other complaints for this issue. The abbott architect systems operations manual (june, 2007) indicates the following under: section 1 use or function processing modules. Reagent pipettors. Reagent pipettors (r1 and r2 on the processing center map) are devices that detect, aspirate, transfer and dispense reagents into the rv (reaction vessel). Each pipetter assembly includes a fluid sense/pressure monitoring system that helps to identify errors in aspiration. Section 9 service and maintenance. Replace sample, reagent, or stat pipettor probes. Replacing the sample, reagent, or stat pipettor probe consists of the following procedures: removal; prepare for removal, page 9-242. Remove the probe, page 9-242. Replacement; install the probe, page 9-243. Prepare for operation, page 9-243. Verification; perform as-needed maintenance procedure, page 9-244. R2 pipettor calibration. Perform this as-needed maintenance procedure to: set r2 probe positioning for all positions required for aspirating and dispensing reagents with the r2 pipettor during processing. Determined probe straightness. Section 7 operational precautions and limitations: limitations of result interpretation. Assay results must be used with other clinical data, for example, symptoms, other test results, pt history, clinical impressions, info available from clinical evaluation, and other diagnostic procedures. All data must be considered for pt care management. If assay results are inconsistent with clinical evidence, additional testing is suggested to confirm the result. The architect system has been validated for its intended use. However, errors can occur due to potential operator errors and architect system technology limitations. This is a final report. End of report.